Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000e us where unit was brought to his office from the overnight shift with a 'blue screen' issue. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service engineer initiated a counters reset in ivista. Profiles have been saved and loaded. Imported data assist screen. All profiles have been transferred correctly. Root cause has not been determined yet as investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.